Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt has a radical cavity. An infection occurred. Whilst cleaning the cavity, the electrode was removed from cochlea by a general ent physician.